Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315), foreign objects in air-water tube and air-water cylinder (tube). A root cause could not be identified. Based on the results of the investigation, it is presumed the likely the incompatible scope error occurred due corrosion on plug unit. The most probable cause of foreign objects in air-water tube and cylinder could not be established. However, use of products such as simethicone, lubricants that contain silicone can cause deposits of white foreign material and thus are not recommended for use. A review of the device history record/service history found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the gastrointestinal videoscope was not recognized by the processor. The issue was identified at the time of diagnostic gastroscopy procedure while the device was inside the patient. The procedure was repeated again after a brief procedural delay. There were no reports of patient harm.